Event description:
The patient was recently seen in ICD clinic at which time the patient's rv lead threshold was noted to be > 3v @0.5 ms and r waves were less than <1.3 mv. The defective lead was capped and the generator was changed out.